Event description:
It was reported from a literature review that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system presented to the emergency department with shortness of breath and chest pain. Upon review, it was noted low amplitude and oversensing, which led to inappropriate shocks. Re-programming efforts were performed and the smart pass feature was switched on. At this time, the s-ICD system remains in service and no additional adverse patient effects were reported.